Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance testing was performed which confirmed the electrical continuity of the lead. Laboratory testing cannot confirm the observed clinical observation of dislodgement. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and /or implant technique (which is often dictated by patient anatomy). Lead dislodgement is a potential complication of implantable pacing and is described in device labeling. Boston scientific crm will continue to monitor for similar events to ensure that no lead displays an abnormal rate of occurrence. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that this patient had experienced a syncopal episode. It was observed that this right ventricular lead was exhibiting increased threshold measurments and decreased impedance measurements due to dislodgement. Therefore, a revision procedure was performed and the lead was removed from service and successfully replaced.